Event description:
It was reported to philips that the device does not detect ECG during test. There was no patient involvement. Results of functional testing indicate there was a faulty ECG cable. Based on the information available and the testing conducted, the cause of the reported problem was a broken ECG cable. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.